Event description:
As reported, when percutaneous sheath introducer set was opened, there was one hair found in the set. The set was not used on patient.

Event description:
It was reported that the catheter was received bent in half inside the shipping container. It was indicated that the tube was not bent just the catheter.

Manufacturer narrative:
We received one adherent clot catheter inside a broken white packaging tube. Both shrink seals are still attached, one around the IFU and the other around the breather cap. The catheter was received in a broken white packaging tube. The white packaging tube is broken distal of the clear adaptor. The catheter tube is kinked at the break site. The balloon and windings were found to be in good condition. The damaged white packaging tube appears to have occurred during shipping to the customer. The returned cardboard tube is not damaged. It was determined that the catheter is no longer sterile. An investigation has been initiated to determine the root cause and implement any necessary corrective actions. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
We received an open introducer tray with only the scalpel and dilator inside for examination. Examination of the package found what appeared to be a hair/fiber like sample. The sample was removed photographed and was sent to chemistry for testing. A supplemental report will be forthcoming with chemistry results and the device history review.